Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a type 3 endoleak of indeterminate origin was identified. Physician is planning to re-intervene. Additional information: the clinical assessment determined that there was evidence to reasonably suggest a sac enlargement had also occurred. Re-intervention was done and the physician elected to implant an alto main body stent graft, two (2) ovation ix iliac limbs, an ovation ix extender and some ovation prime fill polymer. The final patient status was reported to be stable post the secondary endovascular procedure. Additional information: an internal clinical review determined that the contributing factor for the reported event and sac growth is likely a type 2 endoleak and there was no device failure observed. Type 2 endoleaks are anatomy related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event is no longer a reportable event. Please remove from your complaint system.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the endoleak (indeterminate origin) is a type 2 endoleak. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a sac enlargement also occurred. The most likely causation for the sac enlargement is the type 2 endoleak. The final patient status was reported as being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply please remove from your complaint system as there was no device failure this is no longer considered a complaint. Corrections: b5: describe event or problem has been updated g4: date received by manufacturer has been updated h6: results code: remove code 4247 h6: conclusion code: remove code 4315

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a type 3 endoleak of indeterminate origin was identified. Physician is planning to re-intervene. Additional information: the clinical assessment determined that there was evidence to reasonably suggest a sac enlargement had also occurred. Re-intervention was done and the physician elected to implant an alto main body stent graft, two (2) ovation ix iliac limbs, an ovation ix extender and some ovation prime fill polymer. The final patient status was reported to be stable post the secondary endovascular procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the endoleak (indeterminate origin) is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a sac enlargement also occurred. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem . E1: initial reporter, name and address. G4 awareness date . H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a type 3 endoleak of indeterminate origin was identified. Physician is planning to re-intervene.